Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va00sxl, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The health care provider last saw the patient on (B)(6) 2013. The patient reported that everything was fine and felt the device was a success. There were no abnormal impedances. She was doing well.

Event description:
It was reported there was a loss of therapeutic effect. The patient had leakage for the last week. It was noted the patient fell off their deck steps the previous thursday. The patient increased stimulation from 2.1 volts to 2.5 volts and reported feeling stimulation. It was noted the patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient received assistance from her health care provider (hcp) or manufacturer re presentative and her concerns were resolved. The patient's appointment was on (B)(6) 2013.